Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the infusion set tubing. Reportedly, the customer received an occlusion alarm prior to noticing the air bubbles and the occlusion was believed to be in the tubing. The customer reported a blood glucose level of 204 (mg/dl) and delivered injections. During troubleshooting with tandem technical support, the customer was able to prime the bubbles out of the tubing and indicated the infusion set tubing would be changed.